Event description:
It was reported that the patient was symptomatic of arrythmia due to intermittent ventricular capture of the pacemaker. The reported device was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.